Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h6: photo investigation summary: the x-ray was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned x-ray. Visual analysis of the provided x-ray revealed that the unk - screws: cannulated were observed implanted. The screw appears to have migrated, as the screw head is not completely seated against the base of the plate, which may indicate that the screw moved from its original position. A loose condition cannot be confirmed, as this condition cannot be evaluated based on the evidence provided. Without the product number or lot number, the specific material composition cannot be accurately confirmed, as plates and screws may be manufactured from different materials or alloys, such as stainless steel or titanium-based alloys, depending on the product design and configuration. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed for unk - screws: cannulated. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an ankle joint surgery with a 6-hole third tube plate and 2 cannulated screws on (B)(6) 2017. The injury cured well, however, the patient experienced loosening of the implanted plate and screws and were removed on (B)(6) 2018. Patient has requested for information regarding the material composition of the implants as patient is planning to undergo an operation and the attending physician wants to know which material he can use for the planned screw connection.